Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump display was blank. Customer's blood glucose reading was 160 mg/dl. Troubleshoot was performed. Customer's mother was not calling back after receiving a new battery cap. Customer insulin pump was exposed to moisture at garden. Customer battery cap was not damage. Customer was using aaa (B)(6) battery; new battery was inserted. The insulin pump display did not returned. The insulin pump did had any physical damage. Customer was advised to remove the battery for 10 minutes and reinsert it. Customer was advised to discontinue use of the pump and revert to backup plan per healthcare provider instructions. The insulin pump will be returned for analysis.